Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 429 mg/dl. The customer was treated for high blood glucose with injection. The customer's mother reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was 429 mg/dl. The customer's mother stated that there is crack on the reservoir compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with cracked battery tube threads, a broken reservoir tube lip, and a severely scratched display window.